Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc), (returned to omsc on (B)(6) 2015). The evaluation/investigation confirmed the reported phenomenon of a broken/fractured ceramic insulation at the distal end of the inner sheath. Two large ceramic fragments have broken off. However, no parts are actually missing. Causal for this damage and breakage of the ceramic insulation is mechanical overload by the application of excessive force like impact, fall, shock or similar stress. It is clearly stated as a warning note in the instructions that impact, fall, shock or similar stress can damage the ceramic insulation at the sheath's distal end and that the instrument must not be used if damaged as otherwise this can cause injuries to the patient and/or user. The user apparently did not follow these instructions as the damage and breakage of the ceramic insulation were caused by mechanical overload. Therefore this event/incident was attributed to abnormal use/off-label use and the case will be closed from olympus side with no further actions. However, the event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results and pro re nata trained again on the correct usage of the olympus medical devices.

Event description:
Olympus was informed that during an unspecified therapeutic transurethral resection in saline (turis) procedure, the ceramic insulation at the distal end of the inner sheath broke inside the patient. However, no fragments remained inside the patient as they were reportedly retrieved by unknown approach. No further information was provided but there was no report about an adverse event or patient injury.